Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during normal follow up, post-sensed t-wave oversensing was observed. The patient received inappropriate therapy. The oversensing was noted on a stored egm. Programming changes were recommended and device remains implanted.